Event description:
It was reported that during the initial implant procedure, the helix of the right ventricular (rv) lead was unable to be extended when tested prior to being introduced into the patient's body. The rv lead was not implanted and was replaced to resolve the event. The patient was in stable condition.

Manufacturer narrative:
The reported event of helix unable to extend was not confirmed. As received, a complete lead was returned in one piece with the helix found retracted and clean. The helix could be extended and retracted by applying torque directly to the connector pin. The full helix extension length was measured to be within specification. Visual and x-ray inspections of the lead did not find any anomalies.